Event description:
It was reported the subject device presented occasional appearance of lines on the image based on cable movements. The issue occurred during set up/ inspection for use.there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8,h2,h3,h4,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in the coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the deformation of the cable unit, noise occurred, and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.